Event description:
Customer reported receiving an inaccurately high reading on their freestyle lite blood glucose monitoring system. Customer reported receiving a reading of 414 mg/dl compared to a laboratory result of 138 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the products is returned for eval.